Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this pacemaker went from one a half year to end of life (eol) in a span of four months. The device was then explanted. No additional adverse patient effects were reported.